Event description:
It was reported that the pump seemed to be flipping onto its side. Approximately 7 to 14 days after implant, the patient went to the healthcare provider (hcp) to have the pump filled. They were not able to find the port to fill the pump. X-rays/fluoroscopy were performed, but they were still not able to find the port. The hcp determined the pump was flipped. The hcp reportedly decreased the dose and concentration 4-7 days post-implant to slow the amount of medication going in, so that they would have enough medication in the pump until after they fixed the pump, so it could be filled. They changed the medication to make it slower 2 times, but then stated they only decreased it 1 time. Then 2 days later, the patient had another surgery to secure the pump to his body. The surgeon stated that the pump was not flipped. The surgeon had ¿tacked the pump to the side 6 times and the pump was secure.¿ it was also noted that approximately 2 weeks after implant; the patient was getting a burning sensation on and off. The burning sensation was at the incision site and the patient did not know if this was due to regular healing or not. At the time of the report, the patient was not feeling any burning; the burning had gone away. Then, during approximately the past month prior to the report, the pump had moved positions, like it had sagged over. The patient felt the pump was no longer attached to the side of the body. The patient was able to physically move the pump inside. The pump reportedly had not flipped upside down, but when the patient was sitting or standing, the pump tipped up on its side ¿like a domino.¿ the patient was not gaining weight, but was currently losing weight due to a diet the hcp had put him on. The patient had not had any bumps, and had not "knocked" the pump around. When the patient went in for his last fill, and lied down on the table, the pump would go ¿where it is suppose to be.¿ when the patient would lie down and arch his shoulder, the pump would flip back to where it needed to be to be filled, and they were able to fill his pump just fine last time. The patient¿s next refill was due 2014-12-09. The patient was reported to be fine and has had no further issues. The pump system was being used to infuse morphine, and an ¿anti-inflammatory¿, but the reporter did not know the name of it. No additional interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted:(B)(6) 2014, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).